Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On(B)(6) 2019, the patient underwent an endovascular repair for an abdominal aneurysm enlargement using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprosthesis. When the proximal end of a trunk-ipsilateral leg endoprosthesis was deployed, it seemed the entire proximal part was deployed and then the proximal end was deployed, but it appeared that proximal end of the endoprosthesis was not completely deployed. The proximal deployment line was pulled out but it seemed the proximal end of the endoprosthesis was not completely deployed. The endoprosthesis was repositioned using the constraining system. Then the constraining system was released and proximal end of the endoprosthesis was slightly dilated, but it was not completely deployed. Ballooning was performed to completely deploy of proximal end of the endoprosthesis. Again, the proximal end of the endoprosthesis was slightly dilated, but it was not completely deployed. The proximal end of the endoprosthesis was not well sealed to the vessel wall, causing a proximal type I endoleak. The physician decided to monitor the proximal type I endoleak. The patient tolerated the procedure. The physician¿s comment: when the proximal deployment line was pulled, there is more light resistance than in a normal deployment. (It means he could pull the deployment line more easily.)